Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during a esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage was found on the catheter of the device. Functional analysis could not be performed due to the returned condition of the device. It is possible that factors encountered during the procedure such as the technique used by the physician, the amount of strength applied by the customer during the movement of the balloon and/or the interaction with the scope could have caused the balloon to be torn and for this reason did not hold the pressure during the product procedure.. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during a esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.